Event description:
It was reported that the 25 g bd¿ needle 1 in. Single use, sterile had the needle penetrate through the shield. The following information was provided by the initial reporter:  it was reported by the consumer the needle through the shield resulting in a needle stick.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 25 g bd¿ needle 1 in. Single use, sterile had the needle penetrate through the shield. The following information was provided by the initial reporter:  it was reported by the consumer the needle through the shield resulting in a needle stick.

Manufacturer narrative:
H6: investigation: it was reported the needle poked through the side of the cap which resulted in a needle stick injury. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the needle tip through the plastic shield. Inside of the plastic shield there is a metal rounded mechanism that is thicker than and next to the needle. It goes on one side of the needle hub. It is not clear from the photo which side the needle is coming from. This defect could occur when the needle is recapped though this is off label use. The needle assembly should not be recapped. A device history record review was completed for provided material number 305125, lot number 0274546. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.